Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n201184, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a "catheter issue" in (B)(6) 2013 from a car accident. The reporter noted there was a crack in the catheter. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.